Manufacturer narrative:
Additional concomitant medical product information references the main component of the system, other applicable components are: product ID: (B)(4), lot# va1bfa2, serial#, implanted: (B)(6) 2016, explanted, product type: lead; product ID: (B)(4), lot# va1bfa2, serial#, implanted: (B)(4) 2016, explanted, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. The patient was experiencing really bad headaches one day, which normally does not happen unless their implantable neurostimulator (ins) is off. The device was checked and somehow it had been shut off. The ins was turned back on, but then the ins allegedly "went nuts." The patient couldn't control anything on the right side, their face pulled to the right, they could not walk, and their arm was twitching. The patient thought the implant was reset while it had been off and the settings were not where they should be. The ins was turned back off, so the patient was experiencing headaches again. A manufacturer representative (rep) later reported from what they could tell the patient had been turning the ins off and on rather than just interrogating it. The patient was still experiencing headaches, numbness and their legs weren't working correctly, although their neurologist didn't think it was related to their device. The ins was turned off to see if their headaches resolved, but resolution was not known at this time. The patient did not have headaches prior to deep brain stimulation (dbs). The neurologist thought it might be related to bad lead placement. No further complications were reported.